Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
An error message displayed on the screen due to the usb drive that remained on its slot after importing the patient folder. Once this usb drive was removed, the device worked properly.

Manufacturer narrative:
A full analysis of the data logs has been performed and did not permit to find the root cause of the issue related to the usb drive. The only error messages displayed in the logs were due to an incorrect initialization of the controller that did not started properly. The user restarted two times the device which solved the issue with the controller.

Event description:
An error message displayed on the screen due to the usb drive that remained on its slot after importing the patient folder. Once this usb drive was removed, the device worked properly.